Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow block alarm. Blood glucose level at the time of the incident was 482 mg/dl which was treated with bolus. The customer mentioned other blood glucose level of 444 mg/dl. Customer stated that when he was trying to bolus insulin flow block alarm occurred. Customer was using standard bolus speed setting and insulin exited. Customer was unable to remove infusion set at the time to test site portion of infusion. Customer was not admitted to hospital as result of high blood glucose. Customer did not alleges for the insulin pump was under delivering. The insulin pump will not returned for analysis.